Event description:
Philips received a complaint by the customer on the v60 reporting that the device had an error code 1108, "machine pressure sensor autozero failed." It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
H10: an approval for onsite service was provided to the customer, however the repair approval expired due to no customer response. Final disposition and repair details of the device are unknown because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.